Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was 250 mg/dl. Customer delivered a correction bolus to address bg. System check could not be performed with tandem technical support as occlusion alarms occurred in the past. Customer changed supplies to address occlusion alarms.